Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after requesting a bolus, the pump delivered 0.05 units of a bolus instead of the intended 8 units. Blood glucose level was 600 (mg/dl) with moderate level of ketones and was treated with insulin and water. Reportedly, the customer's healthcare provider identified the ketone level as dangerous, and at time of the reported event, ketone level had been treated. Review of the pump data logs verified that the customer unlocked the pump screen and suspended the bolus delivery. Upon relaying the information, the contact denied that the bolus was suspended by the customer and alleged an underlying pump issue. Multiple attempts were made by the clinical diabetes educator and health care provider to provide additional education/assistance; however, the contact did not respond.